Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 05/29/2014 with the following findings: pump was exercised for 24 hours battery was removed for 6 hours , confirmed that time and date reset to default. Pump was open to investigate internal battery component was found to be leaking and unable to hold a charge. Unrelated to the complaint, pump booted to the verify screen with dim pink contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a leaking internal battery and a dim display. This report is made based on the results of an investigation completed on 05/29/2014.